Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was missing a metal band. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was missing a metal band. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not made available to the manufacturer for evaluation.